Manufacturer narrative:
Internal file number: (B)(4). (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: dates estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature: "percutaneous edge-to-edge mitral valve repair may rescue select patients in cardiogenic shock: findings from a single center case series."

Event description:
This is filed to report death. It was reported through a research article identifying the mitraclip device, that the device may be related to death. Specific patient information is documented as unknown. Details are listed in the attached article, titled: percutaneous edge-to-edge mitral valve repair may rescue select patients in cardiogenic shock: findings from a single center case series.